Event description:
The manufacturer was notified by a durable medical equipment (dme) supplier that a patient reported the power cord to a continuous positive airway pressure (CPAP) device had burned carpet in her home while the device was in use. There was no report of patient harm or injury. The manufacturer received the device, concomitant humidifier, and power cord for investigation. The manufacturer confirmed there was thermal damage to the female appliance connector of the ac power cord. There was no evidence of thermal damage to the device, humidifier, or dc power supply. The ac power cord was forwarded to supplier quality for further investigation. Upon completion of the investigation a follow up report will be filed.